Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lack of good coverage was that the patient¿s chronic pain had changed to only in her feet. The rep reported that the lead was no longer covering the areas of her pain. The patient had been rescheduled a few times but had ¿no showed¿ due to illness and other personal reasons. The rep reported that the physician pulled the leads down and confirmed coverage with intraoperative testing during the lead revision procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The rep reported that the patient needed a lead revision because the patient wasn¿t getting good coverage. The rep didn¿t know when the issue started but the rep stated the revision was originally scheduled for about a month ago. No further complications were reported.